Event description:
Customer reported overinfusion on this pump during pt use pump was programmed for intermittent dose of zosyn. 49ml/hr in 4 doses over a 24 hour period, 1 hour dose time. Treatment started at 7am in 7/05. Pump alarmed "empty bag" after 16 hours on the next day. No pt injury has been reported at this time. Pump will be sent to baxter's pal lab for evaluation. No additional pt information is available at this time.